Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe any medical/surgical intervention for pain and exposure including dates and surgical findings. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Event related to patient's first case reported via mw # 2210968-2021-11034. Event related to patient's second case reported via mw # 2210968-2021-11035. Event related to patient's third case reported via mw # 2210968-2021-11036. Event related to patient's fourth case reported via mw #. Event related to patient's fifth case reported via mw # 2210968-2021-11038.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2020 and the mesh was implanted. It was reported that the patient went to the hospital on (B)(6) 2021 and from a gynecology examination the doctor found mesh erosion over the mid-urethra in the center line. It was also reported that the doctor cut/removed one single mesh line/thread. It was reported that the patient was referred for surgery with resection of the eroded piece of tvt sling mesh. It was also reported that the patient was given ovestin to lubricate until surgery. Additional information was requested.